Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, a conclusive root cause was not identified.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a definitive root cause could not be determined. The reporter indicated to technical support that the lamp was replaced approximately a month prior to the reported event; the user facility utilized an original equipment manufacturer (OEM) bulb and the phenomenon continued intermittently since the change. Based on the information provided, technical support determined the error code is suggestive of an increase in internal temperature of the light source and activation of the safety mechanism. Technical support recommended to the reporter that they send the light source to olympus for evaluation.

Event description:
The user facility reported to olympus they were getting an e102: clv lamp error. The error occurred prior to a procedure. No patient or user injury was reported. The intended procedure was completed once the lap tower was replaced. The device was inspected prior to use.